Manufacturer narrative:
The failure investigation has been completed and the alleged unresponsive touch screen issues were verified. Additionally, the alleged touch screen resolution issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that "a bunch of numbers" appeared on the pump touch screen. Additionally, the touch screen was unresponsive. Customer¿s blood glucose (bg) level was high, however, a specific value was not provided. Reportedly the customer reverted to manual injections for insulin therapy.